Event description:
Customer reported some of the screens in the insulin pump looked ghostly. Troubleshooting was performed. Customer's blood glucose was 149 mg/dl. Customer uses energizer batteries. Customer stated the device was not dropped or bumped. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with ghostly display when pressing escape or act buttons. The electronic assembly was disassembled and reassembled with no anomaly noted during our testing. The ghostly display problem was isolated to the electronic assembly. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.